Manufacturer narrative:
Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cartridge could not be removed by the user, and no device performance anomaly was confirmed. It was concluded that the event was related to user difficulty performing the cartridge removal procedure rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that during a supply change the user became stuck at the pump rewind step and was unable to remove the insulin cartridge, citing dexterity and nerve issues, and subsequently transitioned to backup insulin therapy. Symptoms included low insulin availability with risk of inadequate insulin delivery. Outcomes included interruption of pump therapy and initiation of backup insulin.